Manufacturer narrative:
The insulin pump received with no button response due to flattened button dome switch. Analysis was unable to perform displacement, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to unresponsive button. The pump had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 150 mg/dl. The customer states the up and down arrow was unresponsive. The customer also noted they blood glucose ran higher than normal. The customer blood glucose at the time of the incident was 361 mg/dl. The customer was not experiencing any symptoms. The customer did not contact their healthcare professional and does have a backup plan; manual injections. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. However the pump will be returned because of the keypad. The product was returned for analysis.